Manufacturer narrative:
Section h10: (h3) the revision reported was most likely the result of aseptic loosening of the humeral stem after 9 years of implantation. However, this cannot be confirmed as the devices were not available for evaluation and possible contributions from patient-related conditions to the loosening cannot be determined due to limited clinical information.

Manufacturer narrative:
This follow-up report is being submitted to relay corrected information. The following sections were corrected: b1, d6a, d8, g1, h6 - health effect - clinical code, investigation findings, investigation conclusions and h11. The revision reported was most likely the result of aseptic loosening of the humeral stem after 9 years of implantation. However, this cannot be confirmed as the devices were not available for evaluation and possible contributions from patient-related conditions to the loosening cannot be determined due to limited clinical information. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.

Event description:
As reported, approximately 6 years post op the initial left tsa, this 79 y/o male patient was revised due to stem loosening. Patient's humeral components and glenosphere were removed and exchanged due to the stem being loose. Patient was revised to a long stem 10 x 200mm. Patient was last known to be in stable condition following the event. Devices are not returning, hospital policy.

Manufacturer narrative:
Concomitant device(s): 2608995, 320-01-42 - equinoxe reverse 42mm glenosphere, 2691154, 320-10-00 - equinoxe reverse tray adapter plate tray +0, 2679911, 320-15-01 - eq rev glenoid plate, 2384691, 320-15-05 - eq rev locking screw, 2705146, 320-20-00 - eq reverse torque defining screw kit, 2585764, 320-20-22 - eq rev compress screw lck cap kit, 4.5 x 22mm, 2664313, 320-20-22 - eq rev compress screw lck cap kit, 4.5 x 22mm, 2686704, 320-20-30 - eq rev compress screw lck cap kit, 4.5 x 30mm, 2686915, 320-20-34 - eq rev compress screw lck cap kit, 4.5 x 34mm, 2513008, 320-42-03 - equinoxe reverse 42mm humeral liner +2.5, 2683515, 321-20-00 - equinoxe reverse shoulder drill kit.